Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) used for spinal pain. It was reported that sometimes while patient was waiting to use the patient programmer, she was being shock because she was in the wrong position. Patient stated if she sit too long, she became immobile and had to walk to ¿try and break the connection loose¿, and she was not sure if this was caused by wires crimping in her body or what. Patient stated she could only inch by inch on the floor with her legs which was painful, so she had to limit how long she sit and stood in one location. Patient services (ps) attempted to clarify if the mobility issues were due to her pain condition or because she was getting shocked by the stimulator. Patient stated truthfully, she thought it was because she had stage 4 crps 2, so she wouldn¿t be able to move the lower part of her body without her device, it would turn black and be colder than ice, and patient would have to use her arm to get around. Patient stated if her machine wasn¿t working, she could not move. All it took was one gently nudge against her shoulder and she totally locked in place, and she couldn¿t sit down. Patient was redirected to follow up with healthcare provider to discuss shocking and therapy concerned. Patient stated this was the best thing she had, and she could move, she didn¿t have to use her hands any longer, so this was the best thing she could possibly use. This would consider a sudden change in therapy and symptoms. No further complication and no symptoms were reported.